Event description:
Hcp reported the patient presented with a sudden lack of effect of medication. The catheter was determined to have migrated, was replaced, and not returned to the manufacturer for analysis. The patient is reported to have recovered. A follow up report will be sent when additional information is received.